Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3006705815-2019-03103. It was reported that the patient experienced pain at the lead site. The physician confirmed infection. As a result, surgical intervention was undertaken wherein the trial leads were explanted. Patient was treated with antibiotics.